Event description:
It was reported that this right ventricular (rv) lead was explanted because it had become dislodged. A new rv lead was successfully placed. No additional adverse patient effects were reported. The product was retained by the facility and has not been returned to boston scientific for further investigation at this time.

Event description:
It was reported that this right ventricular (rv) lead was explanted because it had become dislodged. A new rv lead was successfully placed. No additional adverse patient effects were reported. The product was retained by the facility and has not been returned to boston scientific for further investigation at this time. Later, this product was received by boston scientific and full investigation was conducted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies outside of dried bodily fluids in helix housing which is normal for active fixation leads. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.